Event description:
It was reported that as per start of the priming procedure with plasmalyte, at low flow 1lpm (liter per minute) and low pressure, priming fluid leaks through the gas outlet of the oxygenator. Additionally it was reported that no water leak inside the blood compartment was found. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has received the product in question for evaluation on (B)(4) 2014. The evaluation is still in progress. A supplemental report will be submitted when new information is available. Additional information: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-I) is registered under 510 (k): k082117.